Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached cut, outer insulation breached cut, the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed. (B)(4): outer insulation breached cut, the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that the right atrial lead had dislodged, and while attempting the dissection both, the right atrial and right ventricular, leads were damaged by the physician. Therefore the physician decided to remove and replace both leads. No patient complications have been reported as a result of this event.